Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20951279.

Event description:
It was reported that patient was experiencing inadequate stimulation due to the paddle lead was not initially placed correctly as it was being implanted too high. The patient underwent a revision procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively. The explanted devices were discarded.